Event description:
(B)(4). Initial information for this spontaneous case was received from a physician's office via a company sales representative on (B)(6) 2008: a female pt, age not specified, received treatment with injectable poly-l-lactic acid (sculptra) sample product, starting (B)(6), nos, for the treatment of lipoatrophy. The pt experienced bruising in opicular area. The physician was concerned about this bruising, as all the other bruising, (areas not specified,) subsided. Onset of event not provided. Outcome was reported as unk. Lot number/expiration date not provided. No further medical information reported.

Manufacturer narrative:
Additional information for poly-l-lactic (sculptra) from (B)(4): batch record review was without hint to root cause. Since no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches marketed in USA. The review of the device history reports (dhrs)and of the analytical results of these batches did not show any anomaly that could be related to the event. The investigation results show that this kind of event is not batch related. No faults, defects, or damages detectable. Conclusion: no faults detectable.